Event description:
Boston scientific received information that during a revision procedure for a different lead, this product was thought to be infected. The system was therefore revised due to possible infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.